Manufacturer narrative:
Testing and investigation was done at the user facility by the field service engineer. During testing the device touchscreen was found to be nonresponsive. The probable cause was due to a broken touchscreen front bezel assembly. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen was non responsive. The device was returned to the biomedical department with a report form the nurse that during programming the device prior to pt use the touchscreen was nonresponsive. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional information was provided.